Event description:
A customer reported that their pump declared an altitude alarm. There was no adverse impact on the customer's blood glucose level. The customer's insulin was suspended due to the altitude alarm, and it was discovered that the speaker holes on the pump were obstructed. Technical support instructed the customer to remove the obstruction. The customer was at the doctor¿s office, understood how to resolve the issue, and did not require further assistance, indicating they would call back if additional help was needed. Technical support advised that the case would be kept on file, which the customer acknowledged.